Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, menometrorrhagia on (B)(6) 2018 and uterine enlargement on (B)(6) 2018. Concurrent conditions included abdominoplasty ("exccess" skin fat, abdominal wall with muscle laxity) since (B)(6) 2012, nasal polypectomy (nasal polyposis, deviated nasal septum) since (B)(6) 2014, sinus operation (chronic sinusitis) since (B)(6) 2014, bronchial thermoplasty (asthma) since (B)(6) 2018, t-tube cholangiogram (chronic coils media with effusion) since (B)(6) 2016, pain of lower extremities since (B)(6) 2016, throat swelling since (B)(6) 2016, muscle spasms since (B)(6) 2016, itching since (B)(6) 2017, rash since (B)(6) 2017, paresthesia of limbs since (B)(6) 2017, muscle spasms since (B)(6) 2017, drowsiness since (B)(6) 2017, swallowing difficult since 2001, chest pain since (B)(6) 2018, shortness of breath since (B)(6) 2018, bronchitis since (B)(6) 2018, uterine leiomyoma since (B)(6) 2018, menorrhagia since (B)(6) 2018, dysmenorrhea since (B)(6) 2018, iron deficiency since (B)(6) 2018 and anemia since (B)(6) 2018. Concomitant products included ranitidine hydrochloride (zantac) since (B)(6) 2017 for hives as well as diphenhydramine hydrochloride since (B)(6) 2017 and omalizumab (xolair) since (B)(6) 2017. In 2005, the patient had essure (ess205) inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria ("hives due to nickel allergy"), abdominal pain lower ("bad cramping"), abdominal pain ("abdominal pain"), arthralgia ("hip pain\knee pain") and flank pain ("flank pain"). In 2013, the patient experienced drug hypersensitivity ("sudden allergy to medication"). In 2015, the patient experienced palpitations ("heart palpitations"). In 2017, the patient experienced asthma ("high inflammation levels causing asthma issues") and inflammation ("high inflammation levels causing asthma issues"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal distension ("abdominal bloating"), mental disorder ("do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes"), allergy to metals ("nickel allergy") and vaginal haemorrhage ("heavy vaginal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with budesonide;formoterol fumarate (symbicort), cetirizine hydrochloride, fluticasone propionate (flonase allergy relief), fluticasone propionate;salmeterol xinafoate (advair), hydrochlorothiazide, losartan, metformin, montelukast sodium (singulair), omeprazole, salbutamol sulfate (proair hfa) and surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urticaria, abdominal pain lower, abdominal pain and abdominal distension had resolved, the arthralgia, flank pain, alopecia, palpitations and weight increased was resolving and the asthma, inflammation, drug hypersensitivity, mental disorder, allergy to metals and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, asthma, drug hypersensitivity, flank pain, genital haemorrhage, inflammation, mental disorder, palpitations, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). On (B)(6) 2018 - patch test performed at allergy and asthma. "Discremptcy" insertion date: (B)(6) 2005, (B)(6) 2008. Operation: robotic-assisted total vaginal hysterectomy with bilateral salpingectomy, lysis of abdominal and pelvic adhesions and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in 2005: result: my tubes were occluded during the test in 2005. Nuclear magnetic resonance imaging - on an unknown date: right ovarian cystic focus as described. This measures up to 3.1 cm but is not fully included. Ultrasound could assess further if clinically warranted. Pathology test - on an unknown date: final pathologic diagnosis: uterus and cervix, excision: cervix: no pathologic diagnosis. Endometrium: benign endometrial polyp. Myometrium: adenomyosis and multiple leiomyomas. Serosa: adhesions. Bilateral fallopian tubes: two unremarkable fallopian tubes. Gross description: uterus and cervix. Endocervical canal: unremarkable apart from a few retention cysts. The myometrium is whorled in appearance on both anterior and posterior, suggestive of possible adenomyosis. In the left and right cornus, there are silver metallic coils each measuring 0.1 cm in diameter and 2.5 cm in length. Ultrasound scan - on an unknown date: bilateral essure implant coils are seen. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, hives, hip pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 17-jan-2019: pfs received: reporters were added. Aka name was added. Dob was added. Age was added. Height was added. Race was added. Removal date was added. Events-nickel allergy , hives, genital hemorrhage, lower abdominal pain, abdominal pain, back pain, drug allergy, hip pain, knee pain, pelvic pain, flank pain, heart palpitation,weight gain, abdominal bloating, hair loss ,heavy vaginal bleeding were added. Outcomes-nickel allergy, genital hemorrhage,lower abdominal pain, abdominal pain, pelvic pain,hip pain,knee pain, flank pain, hair loss,heart palpitations,weight gain, abdominal bloating, mental disorder were added. Auto narrative was added. Reporter casuality comment was added. Treatment drugs were added. Concomitant condition were added. Historical drugs was added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia on (B)(6) 2018, uterine enlargement on (B)(6) 2018, body mass index normal, diabetes mellitus, nasal polyp, hypertension, gastroesophageal reflux disease, asthma, dyspnea and abdominal pain upper. Concurrent conditions included uterine leiomyoma since (B)(6) 2018, menorrhagia since (B)(6) 2018, dysmenorrhea since (B)(6) 2018, iron deficiency since (B)(6) 2018, anemia since (B)(6) 2018, bronchial thermoplasty (asthma) since july 2018, chest pain since (B)(6) 2018, shortness of breath since (B)(6) 2018, bronchitis since (B)(6) 2018, paresthesia of limbs since (B)(6) 2017, drowsiness since (B)(6) 2017, itching since (B)(6) 2017, rash since (B)(6) 2017, muscle spasms since (B)(6) 2017, pain of lower extremities since (B)(6) 2016, t-tube cholangiogram (chronic coils media with effusion) since (B)(6) 2016, throat swelling since (B)(6) 2016, muscle spasms since (B)(6) 2016, nasal polypectomy (nasal polyposis, deviated nasal septum) since (B)(6) 2014, sinus operation (chronic sinusitis) since (B)(6) 2014, abdominoplasty (excess skin fat, abdominal wall with muscle laxity) since (B)(6) 2012, swallowing difficult since 2001, skin greasy, c-section, hemostasis, exacerbation of asthma, dyspnea, wheezing, cough, leukocytosis, hypernatremia, breast lump removal, hyperlipidemia, restless legs, sialoadenitis, urinary tract infection, vaginitis, fatigue, uterine enlargement, uterine fibroids and abdominal adhesions. Concomitant products included ranitidine hydrochloride (zantac) since (B)(6) 2017 for hives as well as amoxicillin sodium;clavulanate potassium (augmentin), clobetasol propionate (temovate), diphenhydramine hydrochloride since (B)(6) 2017, levonorgestrel, methocarbamol (robaxin), omalizumab (xolair) since (B)(6) 2017, salbutamol (albuterol) and sodium chloride. In 2005, the patient had essure (ess205) inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), urticaria ("hives due to nickel allergy/breaking out in hives"), abdominal pain lower ("bad cramping/cramping so bad I've cried"), abdominal pain ("abdominal pain"), arthralgia ("hip pain\knee pain") and flank pain ("flank pain"). In 2013, the patient experienced drug hypersensitivity ("sudden allergy to medication/allergies to medication for past 3 years"). In 2015, the patient experienced palpitations ("heart palpitations"). In 2017, the patient experienced asthma ("high inflammation levels causing asthma issues") and inflammation ("high inflammation levels causing asthma issues"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal distension ("abdominal bloating"), mental disorder ("do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("heavy menstrual bleeding") and dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain"). The patient was treated with budesonide;formoterol fumarate (symbicort), cetirizine hydrochloride, fluticasone propionate (flonase allergy relief), fluticasone propionate;salmeterol xinafoate (advair), hydrochlorothiazide, losartan, metformin, montelukast sodium (singulair), omeprazole, salbutamol sulfate (proair hfa) and surgery (total hysterectomy and bilateral salpingectomy,lysis of abdominal and pelvic adhesion). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urticaria, abdominal pain lower, abdominal pain and abdominal distension had resolved, the arthralgia, flank pain, alopecia, palpitations and weight increased was resolving and the asthma, inflammation, drug hypersensitivity, mental disorder, allergy to metals, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, asthma, drug hypersensitivity, dyspareunia, flank pain, genital haemorrhage, inflammation, menorrhagia, mental disorder, palpitations, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 215lbs. (B)(6) 2018 - patch test performed at allergy and asthma discrepancy insertion date-july 2005, june 2008 she had undergone robotic-assisted total vaginal hysterectomy with bilateral salpingectomy, lysis of abdominal and pelvic adhesions and cystoscopy. Surgical pathology report: cervix: no pathologic diagnosis. Endometrium: benign endometrial polyp. Myometrium: adenomyosis and multiple leiomyoma¿s. Serosa: adhesions. Bilateral fallopian tubes: - two unremarkable fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in 2005: result: my tubes were occluded during the test in 2005. Magnetic resonance imaging - on an unknown date: right ovarian cystic focus as described. This measures up to 3.1 cm but is not fully included. Ultrasound could assess further if clinically warranted.. Ultrasound scan - on an unknown date: bilateral essure implant coils are seen. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, hives, hip pain, abdominal pain lower". ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: "dyspareunia and menorrhagia ". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Events" menorrhagia and dyspareunia" were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.